Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 137 mg/dl. The customer stated they were experiencing flu like symptoms and was dehydrated prior to being hospitalized. The customer also reported the cause of their hospitalization was due to diabetes ketoacidosis. The customer also reported several no delivery alarms on their insulin pump. The customer stated the alarm was resolved by an infusion set change. Customer's blood glucose was 399 mg/dl at the time of the call. Customer had treated their blood glucose with the insulin pump. The customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.